Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was revised and it was later clarified by the patient that it was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.